Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Photographic and visual inspection confirms the loading unit was fully applied and engaged in interlock. There were no other visual or functional abnormalities noted during analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy, the device did not fire. They used another device and found it smooth and the case has been completed. There was no patient injury.